Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2019 due to reaching elective replacement indicator and end of life (eol). The physician believed the device could not be interrogated due to reaching eol. The patient was stable post procedure.

Manufacturer narrative:
The event of unable to interrogate was confirmed in the lab. Final analysis found that the battery had depleted to normal end of life. The cause of the event was due to normal depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be interrogated, it was unable to establish telemetry. There were no patient consequences and the patient would continue to be monitored.